Event description:
Ous MDR - this lead was noted to have dislodged. The physician was alerted and he performed a lead repositioning on the (B)(6). Lead was attached at the apex, and following tests were successful. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.